Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of a glucose solution, at an unspecified rate, via a plum a+ pump. After an unspecified length of time, the male adapter of an unspecified syringe was connected to the clave secondary port of the cassette of the primary tubing set. After an unspecified length of time, the nurse disconnected the syringe from the clave secondary port. At this time, the nurse connected a secondary tubing set to the clave secondary port of the primary tubing for a piggyback delivery of an unspecified concentration of oxaliplatin. It was reported that solution was back primed from the primary tubing set and the delivery was started. After less than one minute, it was reported that 10-20ml of solution leaked onto the pump and the floor. The delivery was stopped. It was reported that the solution that leaked was cleaned up according to the user facility protocol. The primary and secondary tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects. The customer contact reported a minimal delay of therapy; however, there were no reported patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots) the possible lot number is 220125h. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of 80frn and has a 510k and k982159. This report represents all the information known by the reporter upon query by hospira personnel.